Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the his bundle lead became "entangled or stuck" in the cardiac structure. The physician was unable to removed to lead after multiple attempts, so the lead was inactivated and left in the patient. An echocardiogram was performed during a follow up check and no issues were observed. No patient complications have been reported as a result of this event.